Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on gallbladder artery during a laparoscopic cholecystectomy, a malformed clip was observed. It was also reported that they need to ligate the blood vessels to stop the bleeding. This resulted in extended surgical time of more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of one device. A visual inspection of the returned video noted that the video depicts a what appears to be a device on a vessel that is leaking bodily fluid. The was no conclusive evidence that the clip was malformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed condition was isolated to the video received; however, the manner in which this failure occurred could not be determined with the information available. If information is provided in the future, a supplemental report will be issued.